Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our x-ray manufacturer in (B) (4) to submit this event. Problem: during an inspection by the hospital's physicist, it was found that the dose rates of this x-ray system seems to be slightly high. The hospital wants the dose rates set to the correct level. There has been no patient injury.